Event description:
Additional review indicates information reported previously in MFR #3007566237-2013-02701 pertains to manufacturer¿s report #3007566237-2013-01850.

Event description:
It was reported the tip of the lead broke off and remained in the patient in a non-intended location after the procedure was completed. This occurred during a percutaneous placement of the second lead for the spinal cord stimulator procedure in the ¿same day¿ surgery. A follow up report will be sent if additional information is received. See attached maude event report

Manufacturer narrative:
(B)(4). Product ID 387460, lot# va0b3v, implanted: 2013-(B)(6), product type screening device product ID 387460, lot# va076en, implanted: 2013-(B)(6). (B)(4).